Manufacturer narrative:
(B)(4). Event date: (B)(6) 2018. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that the hub of the chest drain was broken. The target lesion was located in the chest. A flexima¿ apdl was selected for use. The drain was successfully placed in the patient's chest in the interventional radiology (ir) suite. Then patient was taken back to her room. At some point when the nurse went to check on drain, the white hub was separated from catheter and was hanging by locking wire. Patient was then taken back to ir the next morning and replaced the catheter in ir. Two different radiologists were involved, and they both believe it was a device issue as the catheters were not difficult to place. No patient complications reported and patient's status was fine.